Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the device kept dropping needles and wouldn't load securely. Opened another to correct the problem.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Sheared plastic was noted, indicating the flat pin was not centered properly. The instrument was loaded with a needle from the post marketing vigilance (pmv) inventory and applied to test media. Pressure was exerted on the needle in all directions from both sides of the jaws during this test in an effort to simulate clinical conditions. The instrument was found to function properly and each needle remained intact. Slight difficulty was experienced in loading and unloading the needle. Visual testing of the returned product confirmed the product did not meet quality release specifications that were tested regarding the reported condition due to the misaligned flat pin. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Interference between an internal handle component and the green toggle lever was noted. Assembly enhancements have been implemented to address the finding. Should new information become available, the file will be re-opened.